Event description:
During the routine placement of a peg the medical professional pulled to place the device as intended. The internal bolster became lodged in the peritoneum during placement. The pt was transferred to the operating room where surgical intervention was necessary to control the peritoneum and place another device.